Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field contact report indicated that the pulse generator was exposed to electrocautery. As received, the device was in backup operation. After downloading the product code, normal function ensued.

Event description:
It was reported that the physician used electrocautery to open the pocket for a ventricular lead revision. During the procedure, cardiac arrest occurred suddenly. Interrogation revealed that the device was in backup vvi. Since the pulse generator could not be restored, it was explanted and replaced.